Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that pump was alarming or beeping. The pump didn't work for quite sometimes. The pump quit working about 6 months after it was implanted. Then it started giving him trouble before that. Patient said the healthcare professional (hcp) messed up the pump, it was all the hcp. The pump started beeping about 2 months ago. At 1st the pump was beeping once in a great while and now it was beeping every 30 seconds. Because of the beeping he was not able to sleep at night. Currently there was not any medication in his pump. The hcp tried to turn the alarm off 3 times but was not successful. No further complications were reported.